Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent site specific cystocele repair w/graft and posterior repair due to sui, cystocele and rectocele.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh and pelvicol were implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with product pelvicol (lot #: 04810-1). It was reported that patient underwent excision of vaginal stitch, cystoscopy on (B)(6) 2011.